Manufacturer narrative:
Insulin pump received with constant no motor movement alarm during rewind due to corroded motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 503 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer reported that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm during rewind. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.